Manufacturer narrative:
Review of the device history records for 542-11-58g, lot 17441303: records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(4) 2004 with no reported discrepancies. The complaint databases were reviewed from date of manufacture of the reported lot to present for similar reported events regarding audible noise. There have been no other events for the lot referenced. A visual inspection was not performed as the device was not returned for evaluation because the hospital kept it. The sales rep confirmed that no additional information would be provided.

Manufacturer narrative:
An event regarding audible noise involving a ceramic head ((B)(4)) and trident liner ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.

Event description:
It was reported that the patient was complaining about noisy hip joint, doctor took prosthesis out. Doctor made the comment trunnion wear on stem.